Manufacturer narrative:
H6: investigation summary one photo received by our quality team for investigation. Upon evaluation, a syringe is observed with a misaligned stopper, therefore the incident is confirmed. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Based on the quality team's investigation, a root cause related to our manufacturing process cannot be identified at this time.

Event description:
It was reported while using an unspecified bd piston syringe the plunger was difficult to use. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: I inform you that on (B)(6) 2022 around 10:30 am when preparing medication, it was observed that the plunger had problems during aspiration. Subsequently performing medication without prejudice.

Manufacturer narrative:
The following fields were updated due to additional information: one photo received by our quality team for investigation. Upon evaluation, a syringe is observed with a misaligned stopper, therefore the incident is confirmed. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Based on the quality team's investigation, a root cause related to our manufacturing process cannot be identified at this time. H3 other text : see h10.

Event description:
It was reported while using an unspecified bd piston syringe the plunger was difficult to use. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: I inform you that on 10/18/2022 around 10:30 am when preparing medication, it was observed that the plunger had problems during aspiration. Subsequently performing medication without prejudice.

Event description:
It was reported while using an unspecified bd piston syringe the plunger was difficult to use. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: I inform you that on (B)(6) 2022 around 10:30 am when preparing medication, it was observed that the plunger had problems during aspiration. Subsequently performing medication without prejudice.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.